Event description:
Kavo intra lux kl 703 led (electric motor) attaching threads are coming out of motor during normal operations. Vendor is already testing a stronger type of adhesive but has identified this as a manufacturing defect.